Event description:
Patient alleges that on the day of her admission to the hospital ER her accu-chek insulin pump did not alarm when it should have since she discovered a bent cannula when she changed the headset. The customer is not using accu-chek infusion tubing and headsets. She was treated for high blood glucose and ketones at the ER with IV fluids and insulin. After her blood glucose level started to return to normal, she was released to home a few hours later. Patient allegedly did not receive an occlusion alarm on the day of the event, however she did receive an occlusion alarm on (B)(6) 2015, two days after the event. Requested return of alleged pump and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.